Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting that the modular neck was found to be cold welded to the stem. Multiple extraction devices were used but the neck could not be disengaged from the stem. An extended trochanteric osteotomy was performed to remove the entire femoral construct. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771301200 ¿ m/l taper kinective stem ¿ 61031262. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05296.

Event description:
It was reported that during a left hip procedure approximately 8 years post implantation, the modular neck was found to be cold welded to the distal stem and could not disengage. The patient needed to undergo an extended trochanteric osteotomy. Attempts have been made and additional information on the reported event is unavailable at this time.